Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's reported event; the adhesive rubber has a gap. In addition, the insulation resistance is out of standards due to the perforation of the adhesive rubber, worn angle-wire, liquid leaks due to crumpled part of elevator channel plug, corrosion due to leakage of control/grip part and corrosion due to leakage of scope connector, switch box is corroded and switch is polluted. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported the adhesive rubber (ar) is torn and ruptured in the middle of the washer procedure. No patient injury or harm. The device was returned for repair. The olympus service center evaluated the device and found the light guide lens was dirty. This is a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that light guide lens was cracked due to physical stress. It is likely that moisture entered into the crack and became corroded. The root cause of how the light guide lens became dirty could not be determined. The following is included in the IFU and may help detect or prevent the event: "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Important information ¿ please read before use : warnings and cautions : if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation." Olympus will continue to monitor field performance for this device.